Manufacturer narrative:
(B)(4). Per lot number, the device history record (DHR) for the instrument in question was reviewed and found completely without any irregularities. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip does not close properly. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip does not close properly. The patient's condition was reported as fine.